Event description:
Dealer stated both motors and gear boxes are leaking grease, no injury is alleged. Motors will be returned for evaluation.

Manufacturer narrative:
(B)(4). Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year, 6 months old. The owner's manual part number 1143190, rev. J(nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.